Manufacturer narrative:
Additional information was added to h6 and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter first name: (B)(6), e1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of five of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported there was a leak in the blue clamp line due to a loose connection that led to this alarm. Renal therapy services (rts) assisted the patient with clearing the alarm, disconnecting and removing the supplies. Rts reviewed proper procedures per the user manual with the reporter and advised the home patient to contact their pd nurse to advise of the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.